Event description:
Customer called to report that his son's blood sugar was about 500 and didn't know why. He stated that his sugar at 8p was hi. They removed the pod and noted the cannula was bent up against his skin. He said his bg's were good at 5pm. No further issues reported. No product being returned.

Manufacturer narrative:
The device involved in the reported incident will not be returned to the manufacturer for evaluation. Unable to confirm any product malfunction. However, based on the callers description, the cannula appears to have pulled out of the infusion site. The product user guide instructs the user to check their insertion site to assure proper insertion of the cannula. It also instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. No conclusion can be reached at this time. This complaint will be considered complete and closed.